Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.2 was not detected on the bus. A field service engineer (fse) pulled the cabinet out and removed the back panel. Fse removed the back of the drawer controller board and disconnected the row board cable, allowing the drawer controller board to reset. After the reset, the fse reconnected the row board cable and secured the back of the drawer controller. Fse reconnected the bus cable and powered the station up. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6.2 was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.